Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Upon release the closure device embolized to the descending aorta of the patient. The closure device was percutaneously removed from the patient and the procedure was aborted. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
B5, h2, h6: updated

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Upon release the closure device embolized to the descending aorta of the patient. The closure device was percutaneously removed from the patient and the procedure was aborted. There were no patient complications that were reported to have occurred as a result of this event. It was further reported that this device did not embolize. The physician used this 33mm closure device at first, but the pass criteria was not fulfilled before release and was safely removed from the patient.